Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, bumpy, and blistering rash on his back under the therapy electrodes. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Follow up indicated that the patient was admitted to the emergency room, it's unclear if the patient was hospitalized due to the skin irritation caused by the lifevest. Reporting out of abundance of caution. Follow up indicated that the patient's skin irritation improved.